Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the pump case shows signs of impact damage. The ir window was cracked and pump case cracked at case seal. The pump intermittently powers with the returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment intact. There was no evidence of moisture contamination inside battery compartment. The audio bolus button cover was detached. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Removed pump case, (B)(4) is loose from impact damage and is intermittently shorting against adjacent pcb pads causing pump to "reboot". Evidence of moisture contamination also observed inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.